Event description:
Reporter noted I/a handpiece stopped working. Changed machine out; handpiece still would not work. Completed case with no impact other than a delay, but cancelled remaining cases.

Manufacturer narrative:
A co service rep checked system and found it met specifications. Unable to duplicate performance problem reported.